Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information indicating the most likely cause of the therapy being off was that the current device is different than their old set. The patient noted that they used to charge everyday and now they have to charge about 3 times a week. The device was recharged and the issue was resolved.

Event description:
It was reported that patient is having trouble with their head moving and can't seem to get the materials right. Patient was getting no device found. Reviewed how to connect to the implant. Patient said the therapy was off. Patient said the implanted was at 40%. Patient said the stimulation was off and they didn't expect it to be off. Reviewed how to turn therapy on. Reviewed how to start a charging session and how to use the recharger app. Patient was able to start a charging session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.